Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal aspect to include an embedded coiled silver-colored wire'), abdominal pain ('general abdominal pain') and arrhythmia ('arrhythmia') in a 33-year-old female patient who had essure (batch no. 822383- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included cervical dysplasia in 2011, endocervicitis in 2011, abdominoplasty, ectopic pregnancy, endometrial ablation and loop electrosurgical excision procedure. Current weight 267 lbs. Concurrent conditions included pelvic pain, irregular periods, menopausal symptoms, perineal pain, unspecified inflammatory disease of uterus, cervicitis, cervical uterine polyp, hypothyroidism, headache, morbid obesity (body mass index (bmi) 38. G-39.9, adult), adenomyosis, paratubal cyst, congenital hematological disorder, hepatic disease, hypertension, infertility, osteoporosis, epilepsy, ovarian cancer and pre-eclampsia. Concomitant products included doxycycline since 2015, medroxyprogesterone acetate (depo provera) from february 2011 to may 2011, metoclopramide (reglan) since (B)(6) 2017, oxycodone hydrochloride;paracetamol (percocet) since 2018 and thyroid (armour thyroid) since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), incontinence ("incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In (B)(6) 2011, the patient was found to have oestrone increased ("high levels of estrogen"), progesterone decreased ("very low levels of progesterone") and blood testosterone decreased ("very low levels of testosterone") and experienced libido decreased ("decreased libido"), migraine ("migraines / headaches"), fatigue ("fatigue") and bowel movement irregularity ("bowel irregularity"). In (B)(6) 2012, the patient experienced dental caries ("increased decay") and gingival recession ("gum recession"). In (B)(6) 2015, the patient experienced anxiety ("anxiety"), arrhythmia (seriousness criterion medically significant) and feeling of despair ("moment of self despair"). In march 2016, the patient experienced vitamin b12 deficiency ("b 12"), vitamin d deficiency ("d3 issues"), eye movement disorder ("eye twitching"), muscle spasms ("random muscle spams"), confusional state ("mental cloudiness"), dizziness ("dizziness") and asthenia ("weakness"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced food allergy ("food allergies"), rosacea ("rosacea"), psoriasis ("scalp psoriasis") and pruritus ("chin ,cheeks, torso"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), skin reaction ("skin reactions"), thyroid disorder ("thyroid "), chest pain ("chest pain"), arthralgia ("joint pain / hip pain/ knee pain / elbow pain"), pollakiuria ("urine frequency"), neck pain ("neck pain"), pain in extremity ("feet pain"), musculoskeletal pain ("shoulder pain"), pain ("pain general"), disturbance in attention ("loss of focus"), dyschezia ("pain while stool"), pelvic pain ("pelvic pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("rash/ skin condition"), autoimmune disorder ("autoimmune disorder"), gastrointestinal disorder ("gastrointestinal disorder"), nervous system disorder ("neurological disorder"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), lower limb fracture ("fracture in leg"), ligament rupture ("ruptured mcl"), nasal congestion ("nose stuffines"), pharyngeal swelling ("thickness in throat"), rhinorrhoea ("running nose"), abdominal distension ("bloating"), vomiting ("vomiting"), diarrhoea ("diarrhea") and joint swelling ("joint swelling") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and total hysterectomy, laparoscopic. With bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, abdominal pain, oestrone increased, progesterone decreased, blood testosterone decreased, libido decreased, menorrhagia, food allergy, skin reaction, anxiety, thyroid disorder, vitamin b12 deficiency, vitamin d deficiency, rosacea, psoriasis, incontinence, arrhythmia, chest pain, eye movement disorder, muscle spasms, confusional state, dizziness, asthenia, allergy to metals, dysmenorrhoea, fatigue, weight increased, bowel movement irregularity, alopecia, back pain, feeling of despair, pruritus, dental caries, pollakiuria, gingival recession, neck pain, pain in extremity, musculoskeletal pain, pain, disturbance in attention, pelvic pain, blood disorder, cardiac disorder, rash, autoimmune disorder, gastrointestinal disorder, hormone level abnormal, bladder disorder, urinary tract disorder, lower limb fracture, ligament rupture, nasal congestion, pharyngeal swelling, rhinorrhoea, abdominal distension, vomiting, diarrhoea and joint swelling outcome was unknown, the vaginal haemorrhage had resolved and the migraine, dyspareunia, arthralgia and dyschezia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arrhythmia, arthralgia, asthenia, autoimmune disorder, back pain, bladder disorder, blood disorder, blood testosterone decreased, bowel movement irregularity, cardiac disorder, chest pain, confusional state, dental caries, diarrhoea, disturbance in attention, dizziness, dyschezia, dysmenorrhoea, dyspareunia, embedded device, eye movement disorder, fatigue, feeling of despair, food allergy, gastrointestinal disorder, gingival recession, hormone level abnormal, incontinence, joint swelling, libido decreased, ligament rupture, lower limb fracture, menorrhagia, migraine, muscle spasms, musculoskeletal pain, nasal congestion, neck pain, nervous system disorder, oestrone increased, pain, pain in extremity, pelvic pain, pharyngeal swelling, pollakiuria, progesterone decreased, pruritus, psoriasis, rash, rhinorrhoea, rosacea, skin reaction, thyroid disorder, urinary tract disorder, vaginal haemorrhage, vitamin b12 deficiency, vitamin d deficiency, vomiting and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011. Trailing coils : left one and right three. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, menorrhagia, fatigue, hair loss, back pain, joint pain, dizziness, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: events: fracture in leg, ruptured mcl, nose stuffiness, thickness in throat, running nose, bloating, vomiting, diarrhea, joint swelling were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal aspect to include an embedded coiled silver-colored wire'), abdominal pain ('general abdominal pain') and arrhythmia ('arrhythmia') in a 33-year-old female patient who had essure (batch no. 822383- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included cervical dysplasia in 2011, endocervicitis in 2011, abdominoplasty, ectopic pregnancy, endometrial ablation and loop electrosurgical excision procedure. Current weight 267 lbs. Concurrent conditions included pelvic pain, irregular periods, menopausal symptoms, perineal pain, unspecified inflammatory disease of uterus, cervicitis, cervical uterine polyp, hypothyroidism, headache, morbid obesity (body mass index (bmi) 38. G-39.9, adult), adenomyosis, paratubal cyst, congenital hematological disorder, hepatic disease, hypertension, infertility, osteoporosis, epilepsy, ovarian cancer and pre-eclampsia. Concomitant products included doxycycline since 2015, medroxyprogesterone acetate (depo provera) from february 2011 to may 2011, metoclopramide (reglan) since november 2017, oxycodone hydrochloride;paracetamol (percocet) since 2018 and thyroid (armour thyroid) since november 2018. On (B)(6) 2011, the patient had essure inserted. In april 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), incontinence ("incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In june 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In october 2011, the patient was found to have oestrone increased ("high levels of estrogen"), progesterone decreased ("very low levels of progesterone") and blood testosterone decreased ("very low levels of testosterone") and experienced libido decreased ("decreased libido"), migraine ("migraines / headaches"), fatigue ("fatigue") and bowel movement irregularity ("bowel irregularity"). In april 2012, the patient experienced dental caries ("increased decay") and gingival recession ("gum recession"). In april 2015, the patient experienced anxiety ("anxiety"), arrhythmia (seriousness criterion medically significant) and feeling of despair ("moment of self despair"). In march 2016, the patient experienced vitamin b12 deficiency ("b 12"), vitamin d deficiency ("d3 issues"), eye movement disorder ("eye twitching"), muscle spasms ("random muscle spams"), confusional state ("mental cloudiness"), dizziness ("dizziness") and asthenia ("weakness"). In april 2016, the patient experienced allergy to metals ("nickel allergy"). In august 2016, the patient experienced food allergy ("food allergies"), rosacea ("rosacea"), psoriasis ("scalp psoriasis") and pruritus ("chin ,cheeks, torso"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), skin reaction ("skin reactions"), thyroid disorder ("thyroid "), chest pain ("chest pain"), arthralgia ("joint pain / hip pain/ knee pain / elbow pain"), pollakiuria ("urine frequency"), neck pain ("neck pain"), pain in extremity ("feet pain"), musculoskeletal pain ("shoulder pain"), pain ("pain general"), disturbance in attention ("loss of focus"), dyschezia ("pain while stool"), pelvic pain ("pelvic pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("rash/ skin condition"), autoimmune disorder ("autoimmune disorder"), gastrointestinal disorder ("gastrointestinal disorder"), nervous system disorder ("neurological disorder"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and total hysterectomy, laparoscopic. With bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, abdominal pain, oestrone increased, progesterone decreased, blood testosterone decreased, libido decreased, menorrhagia, food allergy, skin reaction, anxiety, thyroid disorder, vitamin b12 deficiency, vitamin d deficiency, rosacea, psoriasis, incontinence, arrhythmia, chest pain, eye movement disorder, muscle spasms, confusional state, dizziness, asthenia, allergy to metals, dysmenorrhoea, fatigue, weight increased, bowel movement irregularity, alopecia, back pain, feeling of despair, pruritus, dental caries, pollakiuria, gingival recession, neck pain, pain in extremity, musculoskeletal pain, pain, disturbance in attention, pelvic pain, blood disorder, cardiac disorder, rash, autoimmune disorder, gastrointestinal disorder, hormone level abnormal, bladder disorder and urinary tract disorder outcome was unknown, the vaginal haemorrhage had resolved and the migraine, dyspareunia, arthralgia and dyschezia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arrhythmia, arthralgia, asthenia, autoimmune disorder, back pain, bladder disorder, blood disorder, blood testosterone decreased, bowel movement irregularity, cardiac disorder, chest pain, confusional state, dental caries, disturbance in attention, dizziness, dyschezia, dysmenorrhoea, dyspareunia, embedded device, eye movement disorder, fatigue, feeling of despair, food allergy, gastrointestinal disorder, gingival recession, hormone level abnormal, incontinence, libido decreased, menorrhagia, migraine, muscle spasms, musculoskeletal pain, neck pain, nervous system disorder, oestrone increased, pain, pain in extremity, pelvic pain, pollakiuria, progesterone decreased, pruritus, psoriasis, rash, rosacea, skin reaction, thyroid disorder, urinary tract disorder, vaginal haemorrhage, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011. Trailing coils : left one and right three. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, menorrhagia, fatigue, hair loss, back pain, joint pain, dizziness, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is inv) based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal aspect to include an embedded coiled silver-colored wire'), abdominal pain ('general abdominal pain') and arrhythmia ('arrhythmia') in a 33-year-old female patient who had essure (batch no. 822383- not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included cervical dysplasia in 2011, endocervicitis in 2011, abdominoplasty, ectopic pregnancy, endometrial ablation and loop electrosurgical excision procedure. Current weight 267 lbs. Concurrent conditions included pelvic pain, irregular periods, menopausal symptoms, perineal pain, unspecified inflammatory disease of uterus, cervicitis, cervical uterine polyp, hypothyroidism, headache, morbid obesity (body mass index (bmi) 38. G-39.9, adult), adenomyosis, paratubal cyst, congenital hematological disorder, hepatic disease, hypertension, infertility, osteoporosis, epilepsy, ovarian cancer and pre-eclampsia. Concomitant products included doxycycline since 2015, medroxyprogesterone acetate (depo provera) from (B)(6)2011 to (B)(6)2011, metoclopramide (reglan) since (B)(6)2017, oxycodone hydrochloride;paracetamol (percocet) since 2018 and thyroid (armour thyroid) since (B)(6)2018. On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), incontinence ("incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6)2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In (B)(6)2011, the patient was found to have oestrone increased ("high levels of estrogen"), progesterone decreased ("very low levels of progesterone") and blood testosterone decreased ("very low levels of testosterone") and experienced libido decreased ("decreased libido"), migraine ("migraines / headaches"), fatigue ("fatigue") and bowel movement irregularity ("bowel irregularity"). In (B)(6)2012, the patient experienced dental caries ("increased decay") and gingival recession ("gum recession"). In (B)(6)2015, the patient experienced anxiety ("anxiety"), arrhythmia (seriousness criterion medically significant) and feeling of despair ("moment of self despair"). In (B)(6)2016, the patient experienced vitamin b12 deficiency ("b 12"), vitamin d deficiency ("d3 issues"), eye movement disorder ("eye twitching"), muscle spasms ("random muscle spam's"), confusional state ("mental cloudiness"), dizziness ("dizziness") and asthenia ("weakness"). In (B)(6)2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6)2016, the patient experienced food allergy ("food allergies"), rosacea ("rosacea"), psoriasis ("scalp psoriasis") and pruritus ("chin ,cheeks, torso"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), skin reaction ("skin reactions"), thyroid disorder ("thyroid "), chest pain ("chest pain"), arthralgia ("joint pain / hip pain/ knee pain / elbow pain"), pollakiuria ("urine frequency"), neck pain ("neck pain"), pain in extremity ("feet pain"), musculoskeletal pain ("shoulder pain"), pain ("pain general"), disturbance in attention ("loss of focus"), dyschezia ("pain while stool"), pelvic pain ("pelvic pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("rash/ skin condition"), autoimmune disorder ("autoimmune disorder"), gastrointestinal disorder ("gastrointestinal disorder"), nervous system disorder ("neurological disorder"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), lower limb fracture ("fracture in leg"), ligament rupture ("ruptured mcl"), nasal congestion ("nose stuffiness"), pharyngeal swelling ("thickness in throat"), rhinorrhoea ("running nose"), abdominal distension ("bloating"), vomiting ("vomiting"), diarrhoea ("diarrhea") and joint swelling ("joint swelling") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and total hysterectomy, laparoscopic. With bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, abdominal pain, oestrone increased, progesterone decreased, blood testosterone decreased, libido decreased, menorrhagia, food allergy, skin reaction, anxiety, thyroid disorder, vitamin b12 deficiency, vitamin d deficiency, rosacea, psoriasis, incontinence, arrhythmia, chest pain, eye movement disorder, muscle spasms, confusional state, dizziness, asthenia, allergy to metals, dysmenorrhoea, fatigue, weight increased, bowel movement irregularity, alopecia, back pain, feeling of despair, pruritus, dental caries, pollakiuria, gingival recession, neck pain, pain in extremity, musculoskeletal pain, pain, disturbance in attention, pelvic pain, blood disorder, cardiac disorder, rash, autoimmune disorder, gastrointestinal disorder, hormone level abnormal, bladder disorder, urinary tract disorder, lower limb fracture, ligament rupture, nasal congestion, pharyngeal swelling, rhinorrhoea, abdominal distension, vomiting, diarrhoea and joint swelling outcome was unknown, the vaginal haemorrhage had resolved and the migraine, dyspareunia, arthralgia and dyschezia was resolving. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arrhythmia, arthralgia, asthenia, autoimmune disorder, back pain, bladder disorder, blood disorder, blood testosterone decreased, bowel movement irregularity, cardiac disorder, chest pain, confusional state, dental caries, diarrhoea, disturbance in attention, dizziness, dyschezia, dysmenorrhoea, dyspareunia, embedded device, eye movement disorder, fatigue, feeling of despair, food allergy, gastrointestinal disorder, gingival recession, hormone level abnormal, incontinence, joint swelling, libido decreased, ligament rupture, lower limb fracture, menorrhagia, migraine, muscle spasms, musculoskeletal pain, nasal congestion, neck pain, nervous system disorder, oestrone increased, pain, pain in extremity, pelvic pain, pharyngeal swelling, pollakiuria, progesterone decreased, pruritus, psoriasis, rash, rhinorrhoea, rosacea, skin reaction, thyroid disorder, urinary tract disorder, vaginal haemorrhage, vitamin b12 deficiency, vitamin d deficiency, vomiting and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6)2011. Trailing coils : left one and right three. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, menorrhagia, fatigue, hair loss, back pain, joint pain, dizziness, weight gain. Lot number 822383 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: quality safety evaluation of ptc. On 30-mar-2020: no new information received via plaintiff fact sheet. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal aspect to include an embedded coiled silver-colored wire'), abdominal pain ('general abdominal pain') and arrhythmia ('arrhythmia') in a 33-year-old female patient who had essure (batch no. 822383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included cervical dysplasia in 2011, endocervicitis in 2011, abdominoplasty, ectopic pregnancy, endometrial ablation and loop electrosurgical excision procedure. Current weight 267 lbs. Concurrent conditions included pelvic pain, irregular periods, menopausal symptoms, perineal pain, unspecified inflammatory disease of uterus, cervicitis, cervical uterine polyp, hypothyroidism, headache, morbid obesity (body mass index (bmi) 38. G-39.9, adult), adenomyosis, paratubal cyst, congenital hematological disorder, hepatic disease, hypertension, infertility, osteoporosis, epilepsy, ovarian cancer and pre-eclampsia. Concomitant products included doxycycline since 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011, metoclopramide (reglan) since (B)(6) 2017, oxycodone hydrochloride;paracetamol (percocet) since 2018 and thyroid (armour thyroid) since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), incontinence ("incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In (B)(6) 2011, the patient was found to have oestrone increased ("high levels of estrogen"), progesterone decreased ("very low levels of progesterone") and blood testosterone decreased ("very low levels of testosterone") and experienced libido decreased ("decreased libido"), migraine ("migraines / headaches"), fatigue ("fatigue") and bowel movement irregularity ("bowel irregularity"). In (B)(6) 2012, the patient experienced dental caries ("increased decay") and gingival recession ("gum recession"). In (B)(6) 2015, the patient experienced anxiety ("anxiety"), arrhythmia (seriousness criterion medically significant) and feeling of despair ("moment of self despair"). In (B)(6) 2016, the patient experienced vitamin b12 deficiency ("b 12"), vitamin d deficiency ("d3 issues"), eye movement disorder ("eye twitching"), muscle spasms ("random muscle spams"), confusional state ("mental cloudiness"), dizziness ("dizziness") and asthenia ("weakness"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2016, the patient experienced food allergy ("food allergies"), rosacea ("rosacea"), psoriasis ("scalp psoriasis") and pruritus ("chin ,cheeks, torso"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), skin reaction ("skin reactions"), thyroid disorder ("thyroid "), chest pain ("chest pain"), arthralgia ("joint pain / hip pain/ knee pain / elbow pain"), pollakiuria ("urine frequency"), neck pain ("neck pain"), pain in extremity ("feet pain"), musculoskeletal pain ("shoulder pain"), pain ("pain general"), disturbance in attention ("loss of focus"), dyschezia ("pain while stool"), pelvic pain ("pelvic pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), rash ("rash/ skin condition"), autoimmune disorder ("autoimmune disorder"), gastrointestinal disorder ("gastrointestinal disorder"), nervous system disorder ("neurological disorder"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and total hysterectomy, laparoscopic. With bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, abdominal pain, oestrone increased, progesterone decreased, blood testosterone decreased, libido decreased, menorrhagia, food allergy, skin reaction, anxiety, thyroid disorder, vitamin b12 deficiency, vitamin d deficiency, rosacea, psoriasis, incontinence, arrhythmia, chest pain, eye movement disorder, muscle spasms, confusional state, dizziness, asthenia, allergy to metals, dysmenorrhoea, fatigue, weight increased, bowel movement irregularity, alopecia, back pain, feeling of despair, pruritus, dental caries, pollakiuria, gingival recession, neck pain, pain in extremity, musculoskeletal pain, pain, disturbance in attention, pelvic pain, blood disorder, cardiac disorder, rash, autoimmune disorder, gastrointestinal disorder, hormone level abnormal, bladder disorder and urinary tract disorder outcome was unknown, the vaginal haemorrhage had resolved and the migraine, dyspareunia, arthralgia and dyschezia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arrhythmia, arthralgia, asthenia, autoimmune disorder, back pain, bladder disorder, blood disorder, blood testosterone decreased, bowel movement irregularity, cardiac disorder, chest pain, confusional state, dental caries, disturbance in attention, dizziness, dyschezia, dysmenorrhoea, dyspareunia, embedded device, eye movement disorder, fatigue, feeling of despair, food allergy, gastrointestinal disorder, gingival recession, hormone level abnormal, incontinence, libido decreased, menorrhagia, migraine, muscle spasms, musculoskeletal pain, neck pain, nervous system disorder, oestrone increased, pain, pain in extremity, pelvic pain, pollakiuria, progesterone decreased, pruritus, psoriasis, rash, rosacea, skin reaction, thyroid disorder, urinary tract disorder, vaginal haemorrhage, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011. Trailing coils : left one and right three. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, menorrhagia, fatigue, hair loss, back pain, joint pain, dizziness, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events : pelvic pain, blood disorder, heart disorder, rash/ skin condition, autoimmune disorder, gastrointestinal disorder, hormonal changes, neurological disorder, bladder problem, urinary disorder were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the proximal aspect to include an embedded coiled silver-colored wire'), abdominal pain ('general abdominal pain') and arrhythmia ('arrhythmia') in a (B)(6) old female patient who had essure (batch no. 822383) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's medical history included cervical dysplasia in 2011, endocervicitis in 2011, abdominoplasty, ectopic pregnancy, endometrial ablation and loop electrosurgical excision procedure. Current weight (B)(6) lbs. Concurrent conditions included pelvic pain, irregular periods, menopausal symptoms, perineal pain, unspecified inflammatory disease of uterus, cervicitis, polyp of cervix, hypothyroidism, headache, morbid obesity (body mass index (bmi) 38. G-39.9, adult), adenomyosis, paratubal cyst, congenital hematological disorder, hepatic disease, hypertension, infertility, osteoporosis, epilepsy, ovarian cancer and pre-eclampsia. Concomitant products included doxycycline since 2015, medroxyprogesterone acetate (depo provera) from (B)(6) 2011 to (B)(6) 2011, metoclopramide (reglan) since november 2017, oxycodone hydrochloride;paracetamol (percocet) since 2018 and thyroid (armour thyroid) since (B)(6) 2018. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), incontinence ("incontinence"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). In (B)(6) 2011, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In (B)(6) 2011, the patient was found to have oestrone increased ("high levels of estrogen"), progesterone decreased ("very low levels of progesterone") and blood testosterone decreased ("very low levels of testosterone") and experienced libido decreased ("decreased libido"), migraine ("migraines / headaches"), fatigue ("fatigue") and bowel movement irregularity ("bowel irregularity"). In (B)(6) 2012, the patient experienced dental caries ("increased decay") and gingival recession ("gum recession"). In (B)(6) 2015, the patient experienced anxiety ("anxiety"), arrhythmia (seriousness criterion medically significant) and feeling of despair ("moment of self despair"). In (B)(6) 2016, the patient experienced vitamin b12 deficiency ("b 12"), vitamin d deficiency ("d3 issues"), eye movement disorder ("eye twitching"), muscle spasms ("random muscle spasm"), confusional state ("mental cloudiness"), dizziness ("dizziness") and asthenia ("weakness"). In (B)(6) 2016, the patient experienced allergy to metals ("nickel allergy"). In august 2016, the patient experienced food allergy ("food allergies"), rosacea ("rosacea"), psoriasis ("scalp psoriasis") and pruritus ("chin ,cheeks, torso"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), skin reaction ("skin reactions"), thyroid disorder ("thyroid "), chest pain ("chest pain"), arthralgia ("joint pain / hip pain/ knee pain / elbow pain"), pollakiuria ("urine frequency"), neck pain ("neck pain"), pain in extremity ("feet pain"), musculoskeletal pain ("shoulder pain"), pain ("pain general"), disturbance in attention ("loss of focus") and dyschezia ("pain while stool"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and total hysterectomy, laparoscopic. With bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, abdominal pain, oestrone increased, progesterone decreased, blood testosterone decreased, libido decreased, menorrhagia, food allergy, skin reaction, anxiety, thyroid disorder, vitamin b12 deficiency, vitamin d deficiency, rosacea, psoriasis, incontinence, arrhythmia, chest pain, eye movement disorder, muscle spasms, confusional state, dizziness, asthenia, allergy to metals, dysmenorrhoea, fatigue, weight increased, bowel movement irregularity, alopecia, back pain, feeling of despair, pruritus, dental caries, pollakiuria, gingival recession, neck pain, pain in extremity, musculoskeletal pain, pain and disturbance in attention outcome was unknown, the vaginal haemorrhage had resolved and the migraine, dyspareunia, arthralgia and dyschezia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arrhythmia, arthralgia, asthenia, back pain, blood testosterone decreased, bowel movement irregularity, chest pain, confusional state, dental caries, disturbance in attention, dizziness, dyschezia, dysmenorrhoea, dyspareunia, embedded device, eye movement disorder, fatigue, feeling of despair, food allergy, gingival recession, incontinence, libido decreased, menorrhagia, migraine, muscle spasms, musculoskeletal pain, neck pain, oestrone increased, pain, pain in extremity, pollakiuria, progesterone decreased, pruritus, psoriasis, rosacea, skin reaction, thyroid disorder, vaginal haemorrhage, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011. Trailing coils: left one and right three. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dyspareunia, menorrhagia, fatigue, hair loss, back pain, joint pain, dizziness, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received: previously reported event ¿injury¿ replace with "abdominal pain", events- "high levels of estrogen, very low levels of progesterone and testosterone, decreased libido, abnormal bleeding (vaginal), menorrhagia, food allergies , skin reactions, anxiety, thyroid, b 12, d3 deficiencies, rosacea and scalp psoriasis, urinary incontinence, migraines / headaches, arrhythmia, chest pain, eye twitching , random muscle spasm, mental cloudiness, lack of focus dizziness, weakness, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, bowel irregularity, hair loss, back pain, movement of self despair, increased decay and gum recession, joint pain, patient did not undergo essure confirmation test,urine frequency, unable to focus, gum recession, neck pain, feet pain, shoulder pain, pain while stool, the proximal aspect to include an embedded coiled silver-colored wire", lot number, reporter, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.